Event description:
Pulmonetic systems, inc. Received a call from a representative in 12/02. The representative reported the following problem: vent powers on, and completes post, but turbine will not start up - no patient harm reported. Unit was alarming disc/sense.